Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt felt uncomfortable and was sensitive to light. Additional info was received that the symptoms have resolved after the iol was exchanged. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).